Event description:
It was reported that the pump requested a minimum of 50 units during the load process after a cartridge had been loaded with cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.